Event description:
It was reported that during a "dca" procedure in the left anterior descending, the cutter was unable to advance or retract. The guide wire was returned frozen in the atherectomy device. This report is being made on the basis of investigative findings. The guide wire is known to be part of the balance middleweight family but the exact part number is unknown. No pt injury was reported.